Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 468 mg/dl, which was treated with manual injection. Customer reported that to be at the bottom of the grand canyon and believed that infusion set may have been kinked. Customer was advised to use a set from a different box. Customer was able to resolve no delivery with a complete set change. Customer was advised that supplies would be replaced.